Event description:
It was reported that the surgeon was using the double ended probe to check that the pedicles/bone had not been breached. While probing the sacral alar in order to place a screw the probe was removed, and at this point it was noted that the end of the probe was missing. An xray was taken and the small ball and approx 1mm of the probe was seen to be visible in the alar. As there was no way to remove this and the surgeon was confident that it was not close to any vessel it was left in situ.

Manufacturer narrative:
(B) (4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.